Event description:
It was reported that a clinical engineer carried out device checkup and observed possible noise. It was decided to monitor the patient. Several days later, lead integrity alert (lia) was triggered. It was noted ¿it was undeniable of possibility of lead fracture with overrunning of short interval counts (sic) and unstable impedance.¿ the device setting was reconfigured, detect was set as ¿on¿ and therapy was all set as ¿off¿. During checkup, there was no reproducibility of noise. The patient left the hospital with wcd but came back to the hospital with wearable cardioverter defibrillator (wcd) due to deterioration of general health condition. This deterioration is not related to implantable cardioverter defibrillator (ICD) . It was caused by underlying rv cardiac failure which has not been improved since long. New lead addition was planned but it was postponed because, the patient was in bad condition. X-ray test was conducted but there was no apparent lead fracture. The rv leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Products: product ID 6721s-50 lead implanted: unknown, 2088 competitor lead implanted: 2010 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) and the right ventricular lead integrity alert. (Lia) rv lead integrity alert warning for increased sic count and rv lead impedance variation in last 60 days on (B)(6) 2014. Sensing integrity counts went up to 579 (within 5 days) averaging about 117 sic per day along with high rate-ns episodes and evidence of oversensing during (B)(6) 2014.